Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and noted the capsule bag was torn. The incision was enlarged slightly to remove the lens and a three piece lens was implanted. Sutures were not required and no vitrectomy performed. The reporter stated the facility uses a competitor's phacoemulsification system. The lens was discarded at the surgery center.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - membrane, breakage of, surgical incision, enlargement of. (B)(4). Device evaluated by manufacturer? No: lens was discarded at the surgery center. Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens was discarded at the surgery center.

Manufacturer narrative:
Evaluation:method - device history record review.results - a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was related to the root cause of the complaint. Conclusions - (no conclusion can be drawn):based on the complaint history, work order search, medical review and the device history record review, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Method - medical review. Results - medical review - a posterior capsule tear is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery however, it remains unclear whether the product caused or contributed to this event. Enlargement of an incision may cause induced astigmatism, however, it is dependent on the length of the incision. When a damaged lens is removed, incision is usually enlarged to a length that would not create any serious injury. Conclusions - based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).